Event description:
A physician reported that during surgery four ophthalmic surgical knives were dull. The surgery was completed on the same day after replacing with another knife. The type of surgery was not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. Four opened 19 ga v-lance knives with foam protectors (3 in a pouch and 1 in a blister) were received for the report of knives were dull. Samples were visually inspected and was found to be nonconforming with bent tip and/or damaged cutting edge. Penetration testing could not be performed due to the damage of the samples a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned samples are visually non-conforming with the blade had bent tip and/or damaged cutting edge therefore, a dull knife. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull knife. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).